Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked from the valve with a hissing noise. The event occurred when a scope was removed. When the surgeon put his finger into and out the trocar several times, the air leak stopped. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did the noise prevent insufflation? ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Was any torque being applied to the trocar or device? ---no information.